Event description:
The user experienced issue with the ise calibration and qc. As part of troubleshooting, the user replaced all the ise electrodes which resolved the issue. After acceptable calibration and qc, the user then repeated pt samples that had been tested on the questionable calibration. The user provided result for five pt samples, of which the sodium results were discrepant. All results are in mmol per l. Sample 1 initial result was 120, repeat result on the nova was 129, repeat on the cobas c501 was 133. Sample 2 initial result was 129, repeat result on the nova was 138. Sample 3 initial result was 122, repeat result on the nova was 132, repeat on the cobas c501 was 135. Sample 4 initial result was 127, repeat result on the nova was 137. Sample 5 initial result was 129, repeat result on the nova was 139. The results from the nova analyzer were reported. On (B) (6) 2009, the user stated several pt sodium results were flagged with delta checks. She pulled the pt specimens from (B) (6) 2009 and repeat testing. The user provided four pt samples. Sample 1 initial result was 133, repeat result was 142. Sample 2 initial result was 128, repeat result was 136. Sample 3 initial result was 128, repeat result was 137. Sample 4 initial result was 130, repeat result was 140. The user issued corrected reports for all four pts. The user stated she could not say if the pts suffered any adverse effects from the erroneous results initially reported as that sort of info is not available to the laboratory. The field service representative could not determine a cause and cleaned and checked the ise sipper and checked the mixer and the ise cal factors. To verify the analyzer performance, he ran calibration, controls and a precision.